Event description:
It was reported that during a case, in cutting, the drill came unsnapped from the handpiece. When we switched to speed control, the bone model in the posterior portion of the femur turned red without removing bone, which is when the customer realized the drill came unsnapped. The customer went back to planning, changed the implant position, went back to cutting, went back to planning again and changed the position back to the original position, and then went back to cutting (to regenerate the model). The customer refined while still in speed control, and again the model turned red. It looked like the posterior femur was done according to our model, but there was still a bunch of posterior femur that needed to be removed. When back to planning to regenerate the model, then, he went back to cutting and switched to exposure mode to refine the model. Then the customer finished cutting the posterior femur in exposure control and then in speed control the drill cable was oriented up, which could have caused the unsnapping. Patient injuries were not reported beyond this event.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and we could not confirm if there was a relationship established between the reported event and the device. Thus, visual and functional inspection was not performed. DHR review found the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides complete and detailed instructions for drill assembly. This is an identified failure mode within the risk assessment. Conversation between user and service manager indicated that the same parts were used in a case after the time of the report for another surgery and everything went as expected. Therefore, it is likely that the issue was caused by incorrect handpiece and drill assembly, which allows the drill go unsnap from the handpiece. However, since we cannot confirm this, the he root cause was established to be undetermined after investigation.